Event description:
It was reported that force sensor error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records a product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was damaged. Start-up was performed and the reported issue was duplicated. Error history log review found force sensor test error. The root cause of the reported issue was found to be force sensor cable damage caused by the customer. Actions were taken to mitigate the reported issue: force sensor and right plunger case were replaced.